Event description:
It was reported that the insulin pump had scratched screen and it was difficult to read, possible irregular insulin delivery, act button was sticking and he was getting button error alarm. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.